Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
No status indicator. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 27th june 2017. Upon receipt, moisture was observed within the device which had led to multiple measurable faults on the pcba across multiple circuitries. This had resulted in an excess current drain on the device, leading to the depletion of the returned pad-pak. Due to the extent of the moisture on the pcba and the damage this would have caused to critical circuits, no further investigation shall be carried out. It is unclear when the moisture penetrated the device. However, the corroded screw would indicate the device had been in the presence of moisture for a prolonged period. Information from the history log shows the device performed to specification up to the 16th february 2020. This would indicate the failures had occurred after this date. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
No status indicator. No patient involvement.